Event description:
It was reported that trial patient was feeling stimulation in the very low back in to the ¿crack". The reporter tried turning stimulation off then back on and increased stimulation all the way up to10v. On the morning of the call patient unplugged the lead because it made it easier for the patient to go to the bathroom. The only time patient felt stimulation in the pelvic floor was shortly after implant. Three days later it was noted that patient was not getting 50% or greater symptom reduction. The lead probable movement post operatively was reported. The health care provider reported removal of the trial lead. There was no malfunction seen or cause of the issue determined. The patient recovered without permanent impairment. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).